Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01apr2019. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilators locking castor failed. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. The event date was not specified; estimate used.